Event description:
Reporter indicated that the pt's system was registering high impedance. The pt was referred to another physician who scheduled the pt for revision surgery. Attempts to have the product returned for analysis were unsuccessful.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.